Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted due to deep vein thrombosis. The patient received medication together with warm compress and elevation of the extremity. The patient was discharged in good condition.